Manufacturer narrative:
The customer has not had any further issues.

Manufacturer narrative:
The tsh reagent lot number was 29161701 with an expiration date of 31-jul-2018.the troponin t stat reagent lot number was 27349701 with an expiration date of 31-oct-2018.the probnp ii reagent lot number was 27634504 with an expiration date of 31-jan-2019.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer initially complained of discrepant results for 2 patient samples tested for elecsys tsh assay (tsh) and elecsys troponin t stat assay (troponin t stat) on a cobas e 411 immunoassay analyzer between (B)(6) 2018 and (B)(6) 2018. Patient 1 initial troponin t stat result was 0.019 ng/ml. The sample was repeated twice with results of 0.010 ng/ml with a data flag. A new sample was obtained and the troponin t stat result was 0.010 ng/ml with a data flag. The initial tsh result was 0.039 miu/l. The sample was repeated twice with results of 3.72 miu/l and 3.7 miu/l. A new sample was obtained and the tsh result was 4.86 miu/l. The initial results for patient 1 were reported outside of the laboratory where they were questioned by the doctor. Upon repeat testing, the patient was discharged home for self-care. Patient 2 (male, (B)(6)) initial troponin t stat result was 0.015 ng/ml. The repeat result was 0.010 ng/ml with a data flag. A new sample was obtained and the troponin t stat result was 0.015 ng/ml. The new sample was repeated with a result of 0.010 ng/ml with a data flag. The initial result for patient 2 was reported outside of the laboratory where it was questioned by the doctor. Upon repeat testing, patient 2 was admitted to the hospital for observation per protocol. The patient was admitted based on other factors, not the incorrect troponin t stat result. Had the initial troponin t stat been correct, the patient would still have been transferred to a different facility per protocol. The customer's qc results were within range. The field service engineer (fse) visited the customer site and found a damaged cover on the instrument. The fse replaced the damaged cover. Instrument performance testing was completed with no errors. The instrument operated within specification after the initial point of contact and the service visit, the customer mentioned an additional patient sample (patient 3) with discrepant results for tsh and elecsys probnp ii immunoassay (probnp ii). On (B)(6) 2018 patient 3 (male with date of birth of (B)(6) result was 0.0470 miu/ml with a data flag. The repeat result prior to the service visit was 3.52 miu/ml. The repeat result after the service visit was 3.72 miu/ml. The result of 3.72 miu/ml was believed to be correct. The initial probnp ii result was 10.25 pg/ml. The repeat result prior to the service visit was 1887 pg/ml. The repeat result after the service visit was 1973 pg/ml. The result of 1973 pg/ml was believed to be correct. The initial results for patient 3 were reported outside of the laboratory. The corrected results were provided to the doctor on (B)(6) 2018. The patient was from a clinic. No patient care was affected. No adverse event occurred. The patient is doing fine. The customer has not had any additional issues since the service visit.

Manufacturer narrative:
No issues were identified during a review of the alarm trace.